Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that site contacted intuitive technical support engineer (tse) in between procedures to report that universal surgical manipulator (usm)2 was faulting out when they were trying to drape it. The customer was able to power cycle the system and the fault didn't come back. Tse reviewed the logs and found multiple faults for usm 2. Site called back to report that usm2 has been disabled. Site decided to work as 3 arm procedure. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the fault appeared while draping the arms. The site power cycled the system and fault cleared. The site moved ahead with procedure. After the ports were placed, when the site was to dock, the usm 2 faulted again. The site disabled the usm 2 and completed the procedure with 3arms. There was no patient harm. Patient demographic was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint via system logs. A review of logs displayed a combination of error(s) 32056 and 1123 indicating an i2c error on the pitch searchlight. The component was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where it passed all relevant tests within specification. Once testing was completed, the pitch searchlight and the pitch searchlight ffc were inspected, but no faults could be identified. Although a definitive root cause could not be determined, the probable root cause of reported failure is attributed to the pitch searchlight flat flex cable and pitch searchlight printed circuit assembly in the usm.

Event description:
Refer to h11 for follow-up information.